Event description:
It was reported that the insulin pump alarmed motor error more than three times. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump has an intermittent button press noted during testing due to flattened dome switch on the down arrow button.